Event description:
It was reported that the patient's spectra penile prosthesis was extruding on the left side through the urethra, with no evidence of local infection.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, product analysis was unable to confirm the reported migration, extrusion and perforation. Device history record review (DHR): review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Label review: a labeling review was performed and according to the spectra IFU, extrusion and perforation are documented as adverse events. Also, there is no evidence that the device was used or handled improperly. Additionally, the reported events do not contain an allegation against the labeling. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The spectra cylinder was visually inspected, microscope examined and functionally tested; no visual damages were found upon inspection. The cylinder passed the bend test with a force readout of less than 1390 grams. The cylinder therefore performed within specification. Product analysis was unable to confirm the reported events. Investigation conclusion: based on this investigation and all information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient's spectra penile prosthesis was extruding on the left side through the urethra, with no evidence of local infection. The device was explanted.